Event description:
It was reported that the patient underwent a tlif using rhbmp-2/acs. An unknown time post-op, the patient developed a cyst on and/or above the channel that was created during the tlif surgery. No treatment has been reported to date.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.